Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
The consumer reported that their implantable neurostimulator (ins) stopped working. They were told that the ins would last for 5 years, but their ins became depleted because they use stimulation on super high settings and now they think they need the ins replaced. The ins stopped working 6 months prior to the report where they contacted a manufacturer representative. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
Additional information received reported that the implantable neurostimulator (ins) involved in the event was serial #: nkd703175h, not serial # (B)(4).

Event description:
Additional information received from the consumer reported that the patient was in a lot of pain and needed to find out how to get the implant turned back on. It was noted that the patient ran her battery set on high and it was on ¿27/7.¿ it was thought that the patient had worn out the battery. The patient did not have the patient programmer available as it was in storage. The patient never checked her implantable neurostimulator (ins) with the patient programmer because it would ¿run the same all the time.¿ the patient was scheduled for an appointment with a new primary healthcare professional the week after (B)(6) 2015. No outcome or troubleshooting/interventions were reported for this event. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that the stimulator had stopped working and the patient needed to get it turned back on. The patient currently did not have a managing healthcare provider (hcp). No symptoms reported. The event occurred in (B)(6) 2015. The patient's relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.